Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the lma supreme was used for years and the anaesthesist is familiar with use of this device. In (B)(6) 2019 on 3 devices used on 3 different patients it was noted that the shape was changed and the masks didn't fit correctly anymore. Thus the masks did not seal correctly and the opening for the esophagus lied in the trachea. In each case a laryngeal mask from a competitor was used successfully. Patient was not injured and the devices were disposed. No further details available".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the lma supreme was used for years and the anaesthesist is familiar with use of this device. In (B)(6) and (B)(6) 2019 on 3 devices used on 3 different patients it was noted that the shape was changed and the masks didn't fit correctly anymore. Thus the masks did not seal correctly and the opening for the esophagus lied in the trachea. In each case a laryngeal mask from a competitor was used successfully. Patient was not injured and the devices were disposed. No further details available".